Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient via a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was in overdischarge. The clinician programmer would not communicate with the ins. They also saw a power on reset (por) message on their programmer. The patient was not feeling stimulation at the time of the report and they had not charged their device for 1 year. The patient had an unrelated medical issue and didn¿t use their stimulation during that time so they had not been recharging the device. At the time of the report the patient wanted to use their stimulation again. Two physician mode recharges were performed and then they aborted the effort to recover the ins. It was noted that the patient would likely have their ins replaced. The patient was implanted for failed back surgery syndrome, spinal pain, and non-malignant pain of the head and neck.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.